Manufacturer narrative:
Investigation summary: bd received 500 samples for investigation. Out of these samples, 100 were randomly selected for visual examination, and the indicated failure mode for platelet clumping with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to platelet clumping as all samples met specifications. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. A review of the device history record indicated a quality notification was raised for an additive issue. However, product was disposed of according to procedure and lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes, staff observed an abnormal formation of platelet aggregates in an unspecified number of samples collected. No adverse impact was reported regarding the patient or user.